Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have had mine for 6 years') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have had mine for 6 years') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), skin lesion ("sores on my head/sore on my side of my hip"), multiple sclerosis ("multiple sclerosis progression"), alopecia ("loosing my hair") and migraine ("migraines"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the skin lesion, multiple sclerosis and migraine outcome was unknown. The reporter considered alopecia, back pain, migraine, multiple sclerosis, pelvic pain and skin lesion to be related to essure. The reporter commented: I have had mine for 6 years. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query. Events "sores on my head and sore on my side of my hip" was recoded to llt "skin lesion" (previously coded as "headache" and "arthralgia" respectively). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("sores on my head"), multiple sclerosis ("multiple sclerosis progression"), alopecia ("loosing my hair"), migraine ("migraines") and arthralgia ("sore on my side of my hip"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the headache, multiple sclerosis, migraine and arthralgia outcome was unknown. The reporter considered alopecia, arthralgia, back pain, headache, migraine, multiple sclerosis and pelvic pain to be related to essure. The reporter commented: I have had mine for 6 years. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : the events ¿hair loss¿, ¿pelvic pain¿, ¿back pain¿, ¿multiple sclerosis progression¿, ¿migraines¿, ¿sores on my head¿ and ¿sore on my side of my hip¿ were added. Reporter information was added. On 23-mar-2020: fu 2 and fu 3 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.